Manufacturer narrative:
Correction: the event date has been updated with the correct information additional procedure information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The probe was replaced and the issue resolved.

Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at the time of filing. UDI not available for this system at time of filing. (B)(6). No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the lumbar probe was bent. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.

Event description:
It was reported that the thoracic probe was bent.